Manufacturer narrative:
The device this lead is implanted with was programmed to pace and sense in the ventricle only. This atrial lead remains implanted and the patient will be further assessed for the need for bi-ventricular pacing at a later date. Subsequent information was received that confirmed this lead had indeed become dislodged. No additional information is available at this time. Should more information become available, this event will be reopened.

Event description:
Boston scientific crm received information that this chronic implantable atrial lead exhibited loss of capture and no sensing. When a threshold test was completed, an atrial sense (as) marker was recorded following the ventricular pace (vp). No adverse patient effects were reported. Technical services discussed the possibility that this lead has dislodged and advised completing a chest x-ray to assess lead position. Additional information was obtained that a chest x-ray was completed but due to the orientation, dislodgement could not be conclusively confirmed. The atrial lead now appears to be pacing the ventricle and despite the fact that the patient has a normal sinus rhythm, no p waves are seen.